Event description:
The customer states that one pt sample is generating erratic results (multiple parameters) from the cell-dyn 1700 analyzer. The customer gave the example of hematocrit results of 32, 20, and 18% (customer's normal reference range is 37% to 51%). The results were not reported from the lab. Controls have been within specification and no other pt samples have demonstrated this issue. No other reported pt results have been questioned by physicians and the customer provided no further info. The customer did make mention of the rbc cup overflowing intermittently. A service call was initiated. There is no impact to pt mgmt reported.

Manufacturer narrative:
The field svc rep (fsr) found that sections of tygon tubing were clogged/obstructed and proceeded to clean the tubing from the pressure accumulator to the rbc and wbc chambers. The bubble mix greatly improved. Then, the tubing from the rbc chambers was cleaned and flushed to stop fluid overflow. A complete preventive maintenance (pm) was advised to improve precision. Controls were run and passed. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the cell-dyn 1700 system operator's manual (03h58-01, rev d), section 3: principles of operation: operational messages and data flagging: parameter flagging messages; dispersional data alerts: p. 3-23, which discusses the treatment of dispersional data alerts (results highlighted or underlined as out of range). A result that falls outside a laboratory action limit can indicate the need for the operator to follow a lab protocol; such as repeating the sample, performing a smear review or notifying a physician (p. 2-25, 3-23). This event occurred shortly after the christmas/new year holiday period and could be related to inactivity. The daily shutdown procedure (pp. 9-9/9-10) is for periods of less than 72 hrs. If shutdown is for longer than 72 hrs the procedures for prolonged shutdown (pp. 9-10/9-11, 13-38) are recommended and power should be turned off. If the shutdown is for 2 weeks, the non-scheduled maintenance (p. 9-20) activity of "preparing the analyzer for an extended period of non-use or shipping for shipping" (clean for shipping) is recommended. The protocol, (pages 9-48, 9-49), will allow the system to be flushed with deionized water to rinse out the reagents. Salt and reagent deposits can occur during extended periods of inactivity and may clog/obstruct tubing. Tubing is also kept clear with the weekly maintenance procedure of autoclean, which removes protein buildup (9-13, 13-33/13-34). Also to be referenced: section 2: installation procedures and special requirements: setup instructions: pt key limits; pg. 2-25; section 3: principles of operation: operational messages and data flagging: parameter flagging messages; dispersional data alerts: pg. 3-23; section 9: service and maintenance: daily maintenance procedures: daily shutdown (pg. 9-10, 9-11); prolonged shutdown: (pg. 9-10, 9-11); weekly maintenance procedures: open sample auto-clean (pg. 9-13); nonscheduled maintenance frequency: table 9.1: nonscheduled maintenance frequency, pg. 9-20; preparing the analyzer for an extended period of non-use or for shipping: (pg. 9-48/9-49); and, section 13: cell-dyn 1700cs- closed sample aspiration: service and maintenance; closed sample auto-clean: (pg. 13-33/13-34), prolonged shutdown, pg. 13-38. This is a final report. End of report.